Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system and steerable guide devices referenced are filed under separate medwatch reports.

Event description:
This is filed to report the gripper actuation issue and difficult removal of the clip delivery system (cds 70117u293). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 70117u288) was inserted into the steerable guide catheter (sgc) and air was observed coming into the sgc hemostatic valve. No air entered the patient anatomy and the cds and the sgc were removed and replaced. The cds was re-advanced without issue and the clip was deployed successfully. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second cds (70117u293) was advanced to stabilize the first clip; however, it was observed that only one of the grippers would drop. At this point, the cds steered in the opposite direction; therefore, it was believed that the devices were mis-keyed. The decision was made to remove the cds and re-key the devices. It was noted that resistance was felt with the sgc during removal, but was successful. The cds was prepped again and the same thing occurred with the grippers; therefore, the cds was replaced. A new cds was used successfully. The final mr grade was 2. No adverse patient effects or clinically significant delay in the procedure were reported. The patient was stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip nt instructions for use states to align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. All available information was investigated and a definitive cause for the reported gripper actuation issue cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.